Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01237, 2134265-2018-01238, 2134265-2018-01240, 2134265-2018-01241, 2134265-2018-01242. It was reported that during unpacking, foreign matter was found on the inner packaging. It was observed that during unpacking of six different wallstent® endoprosthesis devices, smudges were found on the inner stabilizing plastic trays. The smudge could not be wiped off however was able to be lifted with effort by scrapping the smudge from the inner packaging. The devices were not used in the procedure. No patient complications were reported and the procedure was completed with a different device.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer: device analysis could not determine, the inner tray and device were not returned for analysis. Only the outer packaging and inner pouches were returned for analysis. A visual and microscopic examination was performed on the returned outer carton and two inner pouches. Both the outer box carton and two inner pouches were opened prior to receipt for analysis. No foreign matter was noted on the returned packaging. No other issues were identified during the product analysis. Although the tray containing the suspected foreign material (fm) was not received for analysis, confirmation of the fm substance was noted with the other 5 additional complaints therefor the investigation conclusion is manufacturing process design as the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01237, 2134265-2018-01238, 2134265-2018-01240, 2134265-2018-01241, 2134265-2018-01242. It was reported that during unpacking, foreign matter was found on the inner packaging. It was observed that during unpacking of six different wallstent® endoprosthesis devices, smudges were found on the inner stabilizing plastic trays. The smudge could not be wiped off however was able to be lifted with effort by scrapping the smudge from the inner packaging. The devices were not used in the procedure. No patient complications were reported and the procedure was completed with a different device.